Event description:
An altitude alarm issue was reported with the customer's pump. The customer's blood glucose level exceeded normal limits, displaying as "high" on the device. To address this, the customer administered a correction injection via multiple daily injections (mdi). No third-party assistance was required. The customer regularly cleans the pump and wears it against the skin without a case, which technical support indicated could lead to altitude alarms. The customer was advised to prevent such issues by altering pump usage, and they acknowledged the guidance. The customer's insulin delivery was not suspended, and they resumed using insulin with the original cartridge.